Manufacturer narrative:
Lot review: a review of lot# 3075781 showed that (B)(4) units were manufactured, tested, inspected and released in august 2015 citing no exception documents. Visual analysis: 2/7/2017 - received one new 011-h3597 42 cm (16.5") pur yellow transfer set, bag spike w/clave lot# 3075781. Functional testing: the 011-h3597 transfer set was pressure and no leakage was observed at any location along the fluid path. Final analysis summary: the complaint of 011-h3597 transfer set leakage was unable to be confirmed or replicated. The returned 011-h3597 transfer set met pressure leak performance expectations outlined in the product performance specification. ICU medical will continue to monitor and trend.

Event description:
Complaint rec'd regarding one 011-h3597 42 cm (16.5") pur yellow transfer set, bag spike w/clave®, lot# 3075781 (mfd. 08/15). Report states: tubing leaking. No adverse operator or clinician consequences reported.